Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp)/ other via a medtronic representative regarding a patient implanted with a crosslink in an open screw revision+ vertebral reconstruction for a postoperative revision of thoracic spine fractures. It was reported that the crosslink's locking screw nut was broken. The crosslink was explanted. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis #(B)(4): 8115539 lot# 0544218w visual and microscopic inspection confirmed the center lock nut will not thread onto the crosslink. The threads of the crosslink and the center lock nut have been damaged/cross threaded. This type of damage is consistent with the misalignment of the set screw during tightening. Visual and microscopic review confirms that the tip on the break off screws was fractured. A microscopic review of the fracture face reveals that the fracture is consistent with torsional overload medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.